Event description:
The manufacturer received information alleging an error code related to the charging of the internal battery was observed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, power supply, internal battery and detachable battery were replaced and the software reloaded to address the issue.